Event description:
It was reported that the insulin pump received multiple alarms and that the display screen went blank. The blood glucose reading was 161 mg/dl. The customer stated that this is the second occurrence of an off no power alarm without a low battery warning. It was confirmed that a fresh set of the recommended battery was inserted. The device was not dropped nor bumped. No unattended alarms were observed. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.